Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, [96] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage / tube damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® k2 edta 5.4mg blood leakage occurred and cracks were discovered in tube. The tube was replaced, there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: nurses found that the test tube oozes blood during routine blood drawing from the patient, and found cracks on the surface of the test tube, and immediately replaced it with a new test tube. The incident did not cause other effects on the patient.